Event description:
The unit became unlocked during a case with a pt. No report of pt injury.

Manufacturer narrative:
The device involved in the reported incident is expected to be received for eval. An investigation has been initiated based upon the reported info. Additional clinical info has been requested from reporting facility.